Event description:
The st. Jude medical rep faxed an electrogram that indicated a ventricular lead fracture. Positional testing was performed, however the noise displayed on the electrogram could not be reproduced. The lead was capped.